Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/67 years old. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: effect of left bundle branch area pacing on cardiac remodeling and function: propensity score matching with right ventricular pacing. Bmc cardiovascular disorders. 2025. 25:851. Doi: 10.1186/s12872-025-05334-y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap). The authors described patients who experienced septal perf oration during implant, and the leads were repositioned. There was one lead which exhibited loss of lbb capture. Other leads exhibited slight threshold increases and pacing impedance decreases. The leads remain in use. No additional adverse patient effects or product performance issues were reported.